Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The surgeon stated that during a procedure to remove the integra total wrist fusion system, it was observed that all of the metacarpal screws that had been placed had no purchase in the bone (they were just spinning). The surgeon reported that the drill used may have been too big, or the bone quality may have been poor. Also the capitate screw broke off at the neck. The fusion site did not unite completely, and will require a future revision.